Event description:
The device was used during a laparoscopic nissen fundoplication procedure. It was reported when the surgeon was dissecting soft tissue lateral to the esophagus at the hiatus, the cotton end of the bcd10 fell off into the pt. This part of the device was retrieved laparoscopically by the surgeon after observed by the rn. The procedure was completed with another bcd10 without difficulty.

Manufacturer narrative:
Dissector was received detatched from the stick and returned in a separate bag.